Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged u728 components on the distribution node pca. A root cause investigation into similar failures determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. There is no indication that this damage occurred during use or contributed to the patient's death as the device was able to successfully communicate with a monitor and deliver 5 full energy pulses prior to deactivation at the time of the patient's death. Device evaluation of monitor sn (B)(4) is underway. An initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a monitor malfunction that would contribute to the patient death. Device manufacture date: monitor - 08/28/2013, electrode belt - 09/07/2012.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2016. It was reported that the patient was in a skilled nursing facility and that the staff performed CPR. Ems was called but was unable to revive the patient. Per review of the event, the patient received 5 treatments between 07:02:35 and 07:05:01 am on (B)(6) 2016. The first two treatments were appropriately delivered while the patient was in vt at 160-180 bpm. The treatments did not convert the rhythm. Shortly after the second treatment the vt self-converted with a compensatory pause to nsvt and then asystole. The third treatment was delivered while the patient was in asystole. Post-shock rhythm was asystole for 20 seconds with refractory vt. The patient was in nsvt during the fourth treatment. The patient transitioned back into asystole prior to the final treatment. The post-shock rhythm was nsvt. At 07:05:06 the device alarmed for asystole. Asystole is considered a non-shockable rhythm. The device was deactivated at 07:07:37.